Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was unable to be placed due to high impedances, despite multiple positioning attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4)